Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml morphine at 6.994 mg, 20 mg/ml bupivacaine at 5.595 mg, and 4000 mcg/ml clonidine at 1119 mcg via an implantable pump for an unknown indication for use. It was reported that at a refill on (B)(6) 2019, approximately 6-7 ml were expected in the reservoir, however 16 ml were removed. The patient felt an increase in pain and was shaky since around late (B)(6) 2018. The cause was not determined. A dye study was performed on an unknown date and the hcp was unable to aspirate from the catheter access port. The catheter and pump were replaced and the issue was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2019-mar-01. It was reported that the catheter serial number was not attainable.